Event description:
It was reported that the vns patient was admitted to the hospital due to an increase in seizures. The patient¿s device was tested and showed normal device function at the time. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient¿s device showed an ifi condition on (B)(4) 2014. Lead impedance was found within normal limits and delivering the intended therapy. X-rays were taken and reported to be unremarkable. The patient had visited the ER and then was admitted to the hospital for the increase in seizures.

Manufacturer narrative:
.